Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0usuj, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported the device seemed to not be working. Cause, symptoms, troubleshooting, diagnostics, actions, and outcome remain unknown. Follow up is being conducted to obtain additional information. Indication for use included gastrointestinal/pelvic floor.